Event description:
It was reported that a motor stall was confirmed and noted in the event logs with no motor stall recovery recorded. The health care provider noted withdrawal was reported. The drug, dosage and concentration were unk. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).